Event description:
Customer called and stated that they were in the process of performing bravo capsule but failed to attach.

Manufacturer narrative:
No pt injury has occurred following this incident.